Event description:
It was reported that the patient was experiencing pain at the site of the lead that started on (B)(6) 2012. The patient stated that "she overdid it the last couple of days, which could be a cause for the new pain." The patient also experienced muscle spasms at the site of the internal neurostimulator (ins). It was noted that the patient used lidoderm patches and would also try bengay, heating pads, hot baths and other remedies. The patient outcome was not provided. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).